Manufacturer narrative:
Summary: 1. The customer returns a photo without sample, which shows that there is a lot of blood on the tail of the product, which should not be there under normal circumstances, so as to determine the blood leakage from the isolation plug. 2. Production record check (lot#4080076) : 1) this batch of products will be assembled in jingma automatic line 4 in april 2024, and packaged in r240 packaging line in (B)(6) 2024. The number of work orders is (B)(4) pieces. 2) check the process test report and shipment test report, and the test results are in line with product standards. 3) check production records for any conformity, deviation or rework behavior. Production record check (lot#4080076) : 1) this batch of products will be assembled in jingma automatic line 4 in april 2024, and packaged in r240 packaging line in (B)(6) 2024. The number of work orders is (B)(4) pieces. 3. Cause investigation: 1) the retained sample of this batch was taken for related tests: 800mm simulated clinical leakage test. The test passed and no leakage was found at the isolation plug. 2) the factory has initiated CAPA for further root cause investigation conclusion: no abnormality was found in the product manufacturing process, and all test results were in line with the requirements of the product specification. No similar complaints were received from other hospitals about this batch of products. The returned photos showed leakage at the isolation plug. In response to this defect, the factory has initiated CAPA to trace and investigate its root cause

Event description:
No additional information provided.

Event description:
It was reported that bd intima-ii y 20gax1.16in prn/ec slm leaked. On (B)(6) 2024, after establishing intravenous access to the patient, the nurse discovered that the indwelling needle was leaking and was given a replacement closed IV needle to be reindicated.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.